Event description:
Hold for kr 6/28/2023. Device report from synthes reports an event in japan as follows: it was reported that this was an unknown surgery (th7-th11) performed on (B)(6) 2023. Affected range was th7-th11 but th9 was skipped, so a total of 8 screws were used in the surgery. The set screw used in th10 was not torqued during final tightening, and the 2-click sound recommended could not be heard. The sales rep suggested replacing a screw, but since the patient was in poor general condition, the surgeon decided that it would be more dangerous to extend the operation time than to replace a screw and closed the wound. The surgery was completed successfully with no surgical delay. Immediately after surgery, an x-ray showed that the set screw was dislodged, but the surgeon decided not to do further at this point because a decompression surgery was planned in the future. The surgeon commented that the threads of the screw, where the set screw was connected, may have been deformed and the set screw could not be properly tightened. In the planned decompression surgery, the set screw in question will be removed, and final tightening using a new set screw will be attempted. If the final tightening fails, the screw will be replaced. The patient status/ outcome was stable. No further information is available. Concomitant device reported: unknown locking/set screws (part# unknown; lot# unknown; quantity: 7) this report is for one (1)pc-(B)(4) this is report 1 of 1 for complaint. Mis single inner set screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: mnh, kwq,osh,mni, nkb. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.